Event description:
A malfunction occurred due to an altitude alarm on the pump. The customer's blood glucose level exceeded 500 mg/dl, although the exact value was not specified and was only described as "high." To correct this, the customer administered a correction injection using multiple daily injections (mdi) and turned off the pump as the insulin delivery was suspended. Technical support instructed the customer to remove obstructions from the pump's speaker holes, and further cleaning was planned once the customer returned home.